Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 234 units of insulin during the load sequence with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 284 mg/dl.